Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03195 and 3005099803-2015-03196 for the other associated device information. It was reported to boston scientific corporation that two pathfinder guidewires and a jagtome rx 39 were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a jagtome rx 39 device was used to attempt to gain access to the duct. However, the preloaded jagwire in the jagtome was unable to access the duct, the jagwire was removed. A pathfinder guidewire was advanced through the tome; however, the hydrophilic coating detached, exposing the tip of the metal corewire. The fragment was removed from the patient using a snare. A second pathfinder guidewire was then used; however, the same issue occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on january 8, 2016: a third pathfinder guidewire was used in the procedure. The guidewire was received loaded in the jagtome rx 39 and the distal section of the guidewire was noted to be bent/kinked.

Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03195 and 3005099803-2015-03196 for the other associated device information. It was reported to boston scientific corporation that two pathfinder guidewires and a jagtome rx 39 were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a jagtome rx 39 device was used to attempt to gain access to the duct. However, the preloaded jagwire in the jagtome was unable to access the duct, the jagwire was removed. A pathfinder guidewire was advanced through the tome; however, the hydrophilic coating detached, exposing the tip of the metal corewire. The fragment was removed from the patient using a snare. A second pathfinder guidewire was then used; however, the same issue occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the working length was kinked and the spring tip was unraveled. The core wire was found broken. The complaint is not consistent with the returned guidewire since the ball weld was still attached to the distal tip. However, the core wire was found broken and spring tip was noted to be unraveled. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03195 and 3005099803-2015-03196 for the other associated device information. It was reported to boston scientific corporation that two pathfinder guidewires and a jagtome rx 39 were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a jagtome rx 39 device was used to attempt to gain access to the duct. However, the preloaded jagwire in the jagtome was unable to access the duct, the jagwire was removed. A pathfinder guidewire was advanced through the tome; however, the hydrophilic coating detached, exposing the tip of the metal corewire. The fragment was removed from the patient using a snare. A second pathfinder guidewire was then used; however, the same issue occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.